Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, microscopic visual inspection noted a bend in the electrode just distal of the suture sleeve. Additionally, three fissure were noted within the adhesive and inside the lumen just distal to the sense b electrode. The adhesive is used to secure and seal the sense b electrode following insertion of the conductors during the manufacturing process. Resistance testing confirmed the electrode was electrically continuous and the conductor coil inner insulation was intact. Although a fissure was noted in the adhesive, laboratory analysis concluded that it would not have impacted the electrical performance of the electrode.

Event description:
It was reported that this patient had two untreated episodes while exercising. The patient did not receive an inappropriate shock. Upon system evaluation, there were artifacts on both secondary and alternate sensing vectors. Primary vector had very small signals and poor sensing. Subsequently, the entire system was explanted and replaced with a new system. No additional adverse effects were reported.